Event description:
It was reported that the left ventricular (lv) lead had complete loss of capture. It was noted that the physician adjudicates this to exit block. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead had complete loss of capture. It was noted that the physician adjudicates this to exit block. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was later reported that the patient was experiencing increased dyspnea and fatigue. It was also reported that the lv lead was dislodged causing increased threshold and that the patient was a part of the starfix extraction clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and no anomalies were found. It was noted that the tip electrode was pulled out/off, the distal conductor was distorted, cut, and stretched. There was blood/body fluid on the distal conductor (not obstructed) and on the outer tubing overlay. The outer insulation was melted and the outer tubing overlay was pulled apart (overstress). The outer insulation had a cosmetic cut and depression and was breached cut. There were broken tines/lobes, the helix/lobe was distorted/bent, the guidewire was stuck in the lead, the lead was stretched, and there was apparent explant damage. It was further noted that there was a lead removal wire in the distal conductor. Da was performed and no discontinuity was observed.